Event description:
On (B) (6) 2008, pt presented to private clinical office for 1064 nm nd:yag treatment of spider veins of medial and anterior left thigh. Pt reported no medical problems. Test spot performed and treated completed without incident and without pt complaint. Tx settings of 90 flu/ 14 ms/ 1.0hz used along with application of zimmer chiller for tissue cooling. Ace wrap applied to treatment area. Pt called prior to 2 week follow -up appointment to report that only redness was noted for the first 2-3 days, at which time scabbing occurred. Pt presented on (B) (6) 2008. Pt was recommended to apply silvadene cream and aminoplex spray daily. Pt has followed up subsequently on (B) (6) 2008 and (B) (6) 2008. Skin is healing without any add'l treatments.

Manufacturer narrative:
The device was checked during a regular maintenance procedure two months before the adverse event and it was found to operate according to specifications. (B) (4). During the internal investigation (B) (4) ordered an add'l maintenance check/eval of the device, performed by authorized service personnel, on 12/5/2008, which showed again that the device operated according to specifications. (B) (4). Based on both service reports, available follow up photo documentation of the treatment site, the distributor's info that the user did more vein treatments with no problem after the event using the same device, and analysis of the possible causes for the adverse event the result of the internal investigation was that the device operated safely and according to the specifications. Possible causes for the injury could be: too much overlapping of the laser spots, insufficient cooling of the treatment site, or abnormal sensitivity of the pt's skin. The operator manual of the device and the application notes for the intended use of the device were revised regarding the treatment guidelines, pre-operative and post-operative guidelines and precautions, and general safety precautions and they were found to be adequate and sufficient for the safe and efficient use of the device. To avoid reoccurrence of the described event in future, an add'l caution to highlight avoiding treating pts with clear signs of abnormal skin sensitivity will be added in the application notes.